Event description:
The customer reported that during a hysterectomy, the surgeon had difficulty cutting tissue which slipped from the jaws of the device. Oozing occurred during the surgery although the surgeon couldn't directly relate the oozing to the problem cutting tissue. There was no tissue damage and no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.